Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information received: regarding this sentence: the patient had to be reopened (re-laparoscopic). Was the patient still in the or when the re-laparoscopic was done? Answer: the patient was still in the or when the 1st laparoscopic was done and still in the or in when the re-laparoscopic was about to be done. (Conclusion: the patient hasn't left or - the re-laparoscopic was done directly). Were the trocars still placed in the patient? Or did the surgeon have to re-insert the trocars? Answer: the 1st laparoscopy surgery was completely done (the trocars was removed and the incision has been sutured). So, for the re-laparoscopic (2nd laparoscopic), the surgeon had to re-insert the trocar. Did the surgeon have to convert to an open procedure or was the blade tip removed laparoscopically? Answer: no. What is the surgical procedure? Answer: laparoscopic ventral hernia repair. Were there any alert screens from the generator during the surgical procedure? Answer: no. If yes, what steps were done when the screen was displayed? Answer: no alert. Any contact with other devices during the surgical procedure? Answer: no. Was the device reprocessed? Answer: no. The ace plus was brand new. Was the blade tip found? Answer: yes. Will the broken blade tip be returned with the device? Answer: the broken tip has been returned and has been given to (B)(4). Is the surgeon experienced with ace+? Answer: no. It was his first time using it in surgery.

Event description:
It was reported that during an adhesiolysis for ventral procedure ( laparoscopic ventral hernia repair) , the active blade is broken in the middle. It was broken during surgery (in the middle of live surgery demo). The instrument was used only for the tissue that was resected was very soft tissue. The broken active blade had fallen inside patient's abdomen, on the omentum. At first, surgeons didn't know that the active blade was broken until after the surgery was done. The patient had to be reopened (re-laparoscopic) to search for the broken blade.